Event description:
During a supraventricular tachycardia procedure, the amplifier lost communication which resulted in a delay of procedure. The rate detection was disabled, the stim marker returned to 1 second, and the boot sequence was checked. During the case, system was turned off and then back on following the correct sequence. The fiber cable, rj45 to fiber, and media converter were replaced but the issue did not resolve. The system was turned off and on 3 times to before the connection was stable so the case could proceed. The first reboot restored the connection for 30 min, the second one restored connection for about 10 sec, and the last reboot restored connection with no further issue so the case completed successfully with no patient consequences. The issue was isolated to the amplifier.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One claris¿ amplifier was received for evaluation at tech center. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an intermittent single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.